Manufacturer narrative:
Date of birth: unknown, not provided. Date of event: unknown, bust the best estimate is between (B)(6) 2018 and (B)(6) 2018. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). The lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (model za9003 +22.5 diopter ) was successfully implanted in the left eye of the patient (B)(6) 2018. Reportedly, the patient is with residual refraction of -3,50. Current refraction of the patient: left eye: -3.50; -0.50; 90°. The account commented that a refractive surgery will be performed in the left eye of the patient to correct the residual error. No further information was provided.